Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient. It was reported that the instruments were bent and therefore they could not be used properly. The extenders didn't hold the screws properly and the reducers didn't push the rod down properly. That's why some screws came loose from the extenders when the rod was reduced. The screws had to be reset and cemented again. The construct did not hold, so the patient had to be revised next week. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part# 5484902 lot# em14c048 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.